Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer performed the load fill tubing process and resumed insulin delivery.